Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple replace battery alarms, as well as a power loss due to short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap was undamaged and secured properly to the pump to maintain an electrical connection. The pump failed to complete a 24 hour duration test due to a replace battery alarm. The battery cap contact dimensions measured within specifications. The electrical current draws measured high and not within specifications. Evidence of moisture ingress was also observed behind the display lens. A leak test was performed and confirmed a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power, and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.